Event description:
It was reported that this patient received 21 inappropriate shocks for noise on this rv lead. Lead impedance increased from 440 ohms to 1000 ohms. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. In between a 5.5 cm segment of lead body was missing. The returned lead fragments were visually and electrically analyzed. The analysis revealed multiple signs of wear along the lead body. In particular in the area of the atrial dipole the insulation was rubbed through. This damage can be considered as the root cause of the noise which led to shock delivery as reported in the complaint text. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. The available x-ray movies showed restricted movements of the lead in the area of the atrial dipole as well as in the distal area of the shock coil, which might indicate ingrowth in these regions. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore the conductor cable to the distal ring electrode was found fractured on the distal lead fragment, which was confirmed during the electrical analysis. This damage most likely occurred due to tensile forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.